Event description:
It was reported that the sponge of a minicap was damaged (a part of the sponge came off). It was further described as "brownish stuff in the blue part of the transfer set, nurse could not see it until nurse cut it and take a brownish sponge out with a clip¿. This was observed during use of the device for continuous ambulatory peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.